Event description:
Patient reported left side rupture. Healthcare professional later reported intracapsular rupture, silicone in axillary, gel imbibition of axillary lymph nodes, lymphadenopathy unpleasant sensations, discomfort, pain of a shooting nature. And visual deformation of the mammary glands. Healthcare professional additionally reported single duct cysts not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/ palpability: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and migration